Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was 340 mg/dl at the time of incident. Customer indicated that they had an issue with the infusion set and changed it out to resolve the issue. The customer was advised that the product will be replaced.